Manufacturer narrative:
The pump gave an alarm and had history/memory loss due to a faulty component on the interface board. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that date and time would clear from memory when batteries were changed from insulin pump and it would have to be reprogrammed. Alarm history showed an unexpected restart alarm and a signal too low alarm. Customer requested insulin pump replacement.